Event description:
It was reported that a high capture threshold was noted on the right atrial (ra) lead. It was also noted that the patient went into ventricular tachycardia (vt), and the device was unable to convert the rhythm from the right ventricular (rv) lead. The ra and rv leads were explanted and replaced. The patient was in stable condition with no adverse health consequences.